Event description:
It was reported that the patient experienced a loss of therapeutic effect, including pain. A couple of months ago the patient noticed pain "all over". The patient increased stimulation to 2.0v because it worked better at that setting however he experienced burning at the tip which did not subside until he decreased stimulation to 1.0v. The patient also reported burning while urinating. The patient called the hcp about one month ago and was told to keep it set to 1.0v. When asked if infection was ruled out, it was reported that ¿they tried different medications¿. The patient had no burning at the tip at 1.0v but still had pain "all over" and it wasn't working. It was noted that the patient had not turned stimulation off to determine if he still felt pain when stimulation was off. It was noted that it hadn't worked since implant, but it worked better when set at higher amplitude. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va02kfx, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).